Event description:
Additional information from customer: no harm or injury or negative outcome occurred.

Manufacturer narrative:
Additional information: event details from customer added to b5.. Initial report first and last name added investigation results: no photographic evidence or physical samples were accessible to investigate the reported condition. Our quality engineer team conducted a comprehensive review of the device history record for the provided material number 382523 and lot number 3164630. This review did not uncover any abnormalities during the production process that could have caused this defect, and all quality tests were found to be within the specified standards. Unfortunately, the exact cause of this incident could not be determined based on the information available. We will continue to track and analyze complaints related to this device and the reported condition in order to identify any emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd insyte autog bc is leaking past blood control. The following information was provided by the initial reporter: recently, I¿ve noted that there has been blood return spilling out in the "insyte autoguard bc shielded" 22g IV catheters I¿ve purchased from medline. These catheters are not supposed to leak blood after the needle is removed but have been leaking on the past couple clients.